Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later the healthcare professional reported "capsular contracture, baker grade IV".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a ¿rupture". This record is for the right side. Device was explanted and replaced. It's unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6

Event description:
Patient reported a ¿rupture". Later the healthcare professional reported "capsular contracture, baker grade IV". Later the patient additionally reported "rupture". This record is for the right side. Device was explanted.